Event description:
It was reported that unused minicap pouch had a slight opening. The patient did not use the reported minicap for the peritoneal dialysis therapy. Therefore, there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This report is 1 of 2.

Manufacturer narrative:
(B)(4). Affected device manufactured between the dates 1/17/13 and 1/24/13. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).